Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the pacemaker and the right atrial (ra) lead triggered a lead safety switch (lss) due to a spike in lead impedance. Also, there were high thresholds observed on this right ventricular (rv) lead. Both leads were programmed to unipolar pacing and sensing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.